Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (5mg/ml at 0.3001 mg/24 hours) via an implantable pump for non-malignant pain. The patient's medical history included chronic pain. It was reported that the event occurred post-op.  Swelling with yellow-green drainage was noted at the pump pocket incision. Factors that may have led or contributed to the issue were unknown. No diagnostic tests or troubleshooting was performed. Actions taken to resolve the issue included the patient having been administered oral antibiotics. No surgical intervention occurred and it was unknown if surgical intervention was planned. It was unknown if the issue was resolved as of (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2021; product type: catheter. If information is provided in the future, a supplemental report will be issued.